Event description:
A site reported to rxsight that a capsule tear occurred on (B)(6) 2026 when the surgeon was replacing an existing iol with the light adjustable lens (lal, sn (B)(6), +21.0d) for a patient who had a weak capsular bag. A secondary surgery was performed on (B)(6) 2026 to fixate the lal using the yamane technique.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).